Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
During a stand alone percutaneous transluminal coronary angioplasty (ptca) an attempt was made to use two resolute onyx rx coronary drug eluting stents to treat moderately tortuous, severely calcified lesions exhibiting 90% stenosis located in the distal/proximalright coronary artery (rca) and right posterior descending (r-pda) artery. The devices were inspected with no issues noted. Negative prep was performed with no issues noted. The lesions were pre-dilated. The devices did not pass through previously deployed stents. Resistance was encountered when advancing the devices. Excessive force was not used during delivery of the devices. It was reported that stent deformation in vivo occurred during positioning/advancement of both devices. It was stated that despite adequate preparation of the device ronyx20026x it failed to cross the lesion and the device was severely deformed. Another resolute onyx stent was used to complete the procedure. It was stated that the physician believes that the event was due to use of the devices in difficult lesion morphology/anatomy, i.e. The event was procedural related and not device related. The patient was reported to be alive with no injury.

Manufacturer narrative:
Product analysis summary: the sheath and stylette returned loaded in the device. There was no resistance removing the sheath and stylette. The stent was positioned on the balloon between the marker bands as per position specification, but due to mid stent deformation the stent did not meet visual acceptance specification. Deformation was evident to the mid stent wraps with struts raised. Blood was visible in the balloon. Deformation was evident to the distal tip. The inner lumen patency was verified with a 0.015 inch mandrel. No other damage evident to the remainder of the device. Procedural images received for analysis. Images confirm lesion in the pda and in the proximal rca. There also appears to be a previously deployed stent in the distal rca, through which the procedural wire and the balloons used to treat the pda were delivered. The pda appears to have been successfully treated with dilation of multiple sizes balloons. There is no evidence of a stent being delivered or deployed in the pda. A guide extension catheter was introduced and can be seen in the guide catheter during successful delivery and deployment of a long stent in the proximal rca. No images were provided showing the attempted delivery of stent that were withdrawn without deployment. The images confirm that the pda lesion was calcified and that the proximal rca also appeared calcified. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information: the distal rca exhibited 99% stenosis and the proximal rca exhibited 90% stenosis. A 6f sheath was percutaneously placed on the femoral artery. The rca ostium was cannulated with a 6f guide catheter. The rca was crossed using a 0.014" floppy guide wire. The lesions were pre-dilated to 14 atm using 1.25x15mm, 1.5x15mm, 2.0x20mm and 2.25x15mm balloons. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.